Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Based on the cgm reading of 179mg/dl, the patient administered himself with a shot of insulin. The patient stated as a result of the insulin intake, he started to feel low. He checked his bg reading with the meter and it read 41m/dl compared to the cgm that was reading 150mg/dl. The patient called the ambulance and was transported to the emergency room (ER). The patient was admitted to the hospital at 7:30am, was treated with glucose and was released at 9:45am. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.